Event description:
It was reported there was a catheter brake at the pump connector site. Surgical intervention was required and there was revision/replacement of a 4 centimeter piece of malfunctioning pump segment and connector. The pump was replaced with no alleged product issue. The pump was an elective replacement indicator (eri) replacement. No diagnostic testing or troubleshooting was performed or required. The product issue was resolved. The plastic hub of the pump segment connector remained on the explanted pump. The system was being used to deliver morphine at 6.5 milligrams per day and marcaine at 0.3 milligrams per day. There were no patient symptoms or complications associated with the event and the patient status at the time of the report was ¿alive- no injury.¿

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).